Manufacturer narrative:
No service on the ventilator was requested by the user facility, who used a third party service provider for repair of the ventilator. No pictures or logs were provided. Information about the current status of the ventilator has not been provided. Since no parts were returned, no investigation has been possible. Therefore the root cause of the reported event has not been determined but the most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor.

Event description:
It was reported that the air gas module was found contaminated with water. Patient involvement is unknown. (B)(4).